Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented possible atrial fibrillation (af) with rapid ventricular response (rvr). The device was exhibiting noise and oversensing. The ICD remains in service. No adverse patient effects were reported.